Event description:
Meter name: ultra, strip name: ultra strips, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: unknown. A patient reported that the patient is unable to test the patient's blood, feeling low, so the patient went ahead and ate something even through the patient was not able to test. Their meter allegedly would only prompt message "error 2". The meter was unable to test. Treatment was food.